Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.

Event description:
It was reported that there was loss of light.

Manufacturer narrative:
Alleged failure: e-5 error. The failure(s) identified in the investigation is consistent with the complaint record. The probable root cause is a bent open clip on the main board. Advise to calibrate clean the inside of the light source unit. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was loss of light.